Event description:
Third revision surgery - the pt received a reverse shoulder prosthesis on (B)(6) 2013, she subsequently dislocated. She was revised by the surgeon and dislocated again. A different surgeon revised her glenosphere and insert only. Reference first revision, date of surgery (B)(6) 2013, (B)(4). Second revision, date of surgery (B)(6) 2013, (B)(4).

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.5 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 43rd complaint for this product (1 missing component, 1 broke/cracked/damaged, 1 revision surgery, 16 dislocation, 1 wear/excessive wear, 9 infections, 6 trauma, 6 stability poor joint, 1 malpositioned, 1 dissociation), first for this lot. The root cause for the patients dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness. Hospital disposed.